Manufacturer narrative:
Continued: e.1. Zip code: (B)(6). Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Healthcare professional reported left side "axillary cavities with small adenopathies". Device rupture discovered during explant surgery. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed opening assessed as unidentified (tear) opening (shell thickness was within specification). Lymphadenopathy: unable to observe since it is not related to the device. As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported left side "axillary cavities with small adenopathies". Device rupture discovered during explant surgery. The device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe since it is not no additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side "axillary cavities with small adenopathies". Device rupture discovered during explant surgery. The device has been explanted.